Event description:
It was reported the lead had sensing difficulty and noise, along with a report of inhibition and no sensed r-waves. In addition, it was reported the lead "broke". The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.